Manufacturer narrative:
Correction: disregard this report as the customer confirmed that only 1 product was affected and was already captured in manufacturer report number 9616066-2020-01488.

Event description:
It was reported needleless y-port broke when attaching the male luer lock of equashield closed system transfer device (ctsd). There was leak and the break was caught prior to administration of chemotherapy gemcitabine. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: equashield ctsd male luer lock connector, (B)(6) 2020. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported needleless y-port broke when attaching the male luer lock of equashield closed system transfer device (ctsd). There was leak as the break was caught prior to administration of chemotherapy gemcitabine. There was no patient harm.